Manufacturer narrative:
Philips service performed os resoftware and video switch restart and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision monitor failed to start, requiring os and application resoftware on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.